Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's wake button sometimes needed to be pressed multiple times to wake the screen up. There was no impact to the customer's blood glucose level.